Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted in hospital due to hyperglycemia. Blood glucose level was 370 mg/dl, 800 mg/dl, 500 mg/dl. Customer had using insulin pump within 48 hours of reported low blood glucose event. Diabetes ketoacidosis led to high blood glucose. Date of hospitalization was (B)(6) 2020. Customer was treated with intravenous insulin drip in hospital. Documented current blood glucose value was 120 mg/dl. Insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set